Manufacturer narrative:
The device was not received as it was consumed in the event. There is limited information available at this time, including procedure details, patient and device information. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
Medtronic received information that there was an ischemic event when the onyx was used for treatment of an endoleak.